Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she did not know how much insulin to take and she got a text and treated it and it went down to 200 mg/dl. The customer was assisted with carelink. The customer was advised that the pump and the meter need to be close to each other. The customer was advised to check the reports tab to make sure it was downloaded successfully.